Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device created a pea-sized first degree burn from the steam of cooked or sealed tissue on the patient's skin. No intervention was needed for the burn.